Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The delivery system and capsule were still intact so a second attempt was made with the same device. This time the capsule was attached in the wrong location and had to be snared off of the esophagus. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis determined a non-standard non-conformance. The delivery system was returned with a large bend in the middle as if it has been folded in half.